Manufacturer narrative:
Insulin pump alarmed failed selftest due to faulty radio frequency board. Insulin pump received with no physical damage noted.(B)(4)

Event description:
It was reported via phone call, that the customer received a failed selftest alarm. Customer's blood glucose level at the time 218 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.